Event description:
It was reported that this right atrial (ra) lead could not be removed during a pacemaker system replacement procedure because it had grown into the patient's anatomy. This lead was capped and a new ra lead implanted and procedure completed as intended. No additional adverse patient effects were reported.